Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during the pre-use check. Our field service engineer investigated the ventilator on site. The o2 gas module was found to be defective and needs to be replaced. No further information was provided and no further issues were reported regarding the reported event with o2 gas module malfunction. The root cause to the reported issue could not be established by this investigation.